Event description:
It was reported that the instrument was returned to the manufacturer for evaluation and repair. Upon receipt and evaluation, the service technician reported the ¿electrode is on short circuit. There is impact on the coated [insulation] wire. The black plastic piece is burnt at the connection level. The burnt plastic is the consequence of the formation of an electric arc probably due to the presence of humidity in the connection zone.¿ there was no report of patient impact or injury.

Manufacturer narrative:
This device is used for therapeutic purposes. (B)(4). The device was evaluated by the service technician. Visual and mechanical inspection found evidence of an electrode short circuit, with impact on the coated [insulation] wire. The black plastic piece is burnt at the connection level. The burnt plastic is the consequence of the formation of an electric arc probably due to the presence of humidity in the connection zone. The most likely root cause is related to operational context of the instrument. The device was repaired, tested to product specifications and returned to the customer.